Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4), the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the lip of the reservoir compartment broke off and that sometimes at night the reservoir falls out. The customer's blood glucose level was 3.8 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to call the hospital for an upgrade. The customer stated that they did not want to stop using the device and the customer was strongly advised against that decision.